Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage and bend could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary intervention (pci) with impella support. Reportedly, a cuff miss [suture retrieval] issue was noticed with the first proglide device. A second proglide device was preflushed successfully yet never had blood feedback and was pulled out of the anatomy. It was attempted to be flushed; however, it did not flush due to a bend. Use of the proglide device was abandoned. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to 14f and the pci procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.